Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a detached sensor wire stuck in the skin. The sensor was removed because of a device failure. After removal, the patient noticed redness, swelling, and discomfort at the site, and realized that the sensor wire had remained in her arm. She went to the emergency room right away, where the physician removed the retained wire using tweezers. To access it, the area was opened without anesthesia. After the wire was removed, the site was cleaned with alcohol and peroxide, and a bandage was applied. The patient was instructed to take ibuprofen 600 mg as needed for pain. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).